Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 500 mg/dl with high ketones identified as dangerous by a healthcare provider. Customer reverted to manual injections to address the issue.